Event description:
It has been reported that device speakers are not functioning properly.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2022-05119. Device investigation is housed within (B)(4).